Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the icy catheter has been working fine for 2 days. But, now blood is observed in the teal out port. Fluid was slowly depleting from saline bag. They are maintaining normo-thermia now after th. Patient having some fevers. No harm to patient. Pulling icy and placing PICC line. Using other methods to control temps now.